Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the device worked intermittently and performed poorly, cutting slowly and the cord shaking. The procedure was completed with the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.